Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, the patient had possible scar tissue at the insertion site with limited site rotation to mostly the left abdomen only, stored insulin at cold temperature instead of room temperature per IFU, and performed improper cartridge preparation by not following IFU for air removal during fill, resulting in high blood glucose levels treated with correction bolus via pump.